Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had an irritation on his left side under the lifevest. The irritation was described as small, red bumps. The patient's physician prescribed the patient a cream to use. Follow-up indicated that the irritation completely healed after using the cream.